Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the users reprocessing method differed from that of the device instructions for use (IFU). The following is included in the IFU: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." "Flushing detergent solution into the air/water channels". "Removing detergent solution from all channels". "Presoak for excessive bleeding and/or delayed reprocessing after each procedure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported the event occurred during preparation for use when the device was checked, it was observed having no air /water supply and the image also seemed abnormal.

Event description:
The customer reported the subject device was displaying a compromised image and exhibiting an air/water flow issue from the air/water flow system. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (air/water flow issue) was confirmed and found to be due to the clogged nozzle. The reported issue (compromised image) was not confirmed or duplicated. In addition, service found the insulation resistance value at the distal end was out of specification. There was a gap on the bending section cover, and the bending tube was deformed. The connecting tube was wrinkled and scratched. The coil pipe plate was deformed, and the paint on the suction cylinder nut was peeled. The scope cover, charge-coupled device cover lens, grip unit, scope cover, stiffness control ring, and universal cord were scratched. The electrical connector unit was humid. There was play in the right/left angulation knob, and the up/ down angulation knob. The bending angles in all directions were out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly